Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, the distal portion of a partial lead was returned in one piece measuring 37.4cm. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression was located at 31.4cm to 32.0cm from the distal tip . The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart and the reported event.

Event description:
New information received noted that the leads removed via laser lead extraction. Removal of right ventricular lead caused a temporary loss of blood pressure, which was treated via anesthesia with fluids. Transesophageal echocardiogram revealed a small pericardial effusion where ventricular lead tip was located. The patient was treated and the replacement procedure continued successfully. The patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-13919. It was reported that the patient presented for routine device upgrade. Upon interrogation thousands of stored inappropriate automatic mode switch episodes caused by over-sensed noise exhibited by the atrial lead note. Upon opening the device pocket, it was observed that both leads were on top of can and had visible insulation damage. The physician elected to abort the procedure, with intention of extracting the system at a later date. The patient was in stable condition.